Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6) came into the office for a visit and describes persistent pain in spite of attentive physical therapy. X-rays revealed radiolucent lines and/or bony resorption consistent with implant loosening or failure. An infection work up was also completed. Patient will undergo a revision surgery to address this. No other effects have been noted.